Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified crease fold, black and red particles in the gel, one opening(curved) on the posterior and the device was found to be underweight. A microscopic analysis was performed which identified one sharp(edge) opening due to unidentified(tear) opening, and stress marks near the opening, due to surgical impact. A dimension measurement of the shell was performed which identified the thickness to be within specification. Based on the device analysis the final assessment is one sharp opening on the posterior due to surgical impact. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side rupture. Device was explanted.